Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was a "ding" on the pump touch screen; however, the screen was still readable. Reportedly, the "ding" appeared to look like a black line or a "blob" on the bottom left hand side of the screen. Contact is unsure how this issue occurred on the pump. The customer's blood glucose level was not impacted. The pump would continue to be used for insulin therapy.